Event description:
The reporter stated that the surgeon made several attempts to insert a 12.6 mm micl 12.6 implantable collamer lens, but felt that the lens was too long for the pt's eye. Pt contact, no injury. The reporter stated that the lens was not manufactured too long, but that it was too long for the pt's eye as the wrong length was chosen due to the measurement, as the white was incorrectly measured. A shorter micl 2.1 implantable collamer lens was ordered and implanted two days later.